Manufacturer narrative:
Physio-control provided the customer with a quote for repair on their device. Physio-control has made multiple attempts to contact the customer, including written correspondence, for the status of the device. However, none of these attempts have been successful. The device has not been returned to physio for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a service indicator present and a white display upon boot-up. A white display is indicative of a device lock-up condition that could prevent defibrillation if it were necessary. There was no patient use associated with the reported event.